Manufacturer narrative:
Zimmer biomet complaint (B)(4). Despite several attempts, the universal modular electric/battery single trigger handpiece, part number 89-8507-400-00, serial number (B)(4) could not be returned for diagnosis. Therefore, it could not be inspected in an effort to confirm the defect. Device history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submited if the product is returned or if additional information is received.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece, part number 89-8507-400-00, serial number (B)(4), was jamming while reaming during a hip replacement unless using of the power cable source the device still didn¿t work. A delay of 30 to 45 minutes in the surgery procedure was reported. The reason for the delay is unknown. There was no additional harm or injury to patient/operator reported.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(6), was jamming while reaming during a hip replacement unless using of the power cable source the device still didn¿t work. A delay of 30 to 45 minutes in the surgery procedure was reported. The reason for the delay is unknown. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet (B)(4), universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(6) was returned for complaint investigation. Upon receipt, it was confirmed that the device was not functional due to seized motor. The reported event was confirmed. As a repair, motor was replaced with the potted wired controller and the battery support. After repair, the device passed final tests and it was returned to the customer. Also, a device history records review was performed for this product part number 89-8507-400-00 lot number 5004935. No issue was found during the manufacturing process that could explain the defect reported. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.